Event description:
Additional information received, identifies the scope was replaced before an unknown examination and the examination was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information identified (via b5).

Event description:
The company representative on behalf of the customer reported, the bronchovideoscope exhibited e238 communication error. The device was returned and an evaluation revealed, the scope exhibited b30 scope communication error. It was also noted that the coating of the ig (image guide) coil was peeled off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The device was returned. An evaluation of the returned device revealed, b30 (scope communication error) occurred due to corrosion on endoscope connector. Scope connector and scope connector cover was corroded due to water leakage. Adhesive on bending section cover was chipped. Due to wear of angle wire, bending angle in the up direction does not meet the standard value. Connecting tube had a dent. Scratches were found throughout the device. Universal cord was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the b30 scope communication error root cause could not be concluded. However it was likely due to breakage or disconnection of the image sensor unit due to the stress of repeated use. Based on the results of the investigation, the root cause for the coating of the insertion tube that was peeled off also could not be concluded but was probably because of chemical stress applied during reprocessing and the physical stress from stroking. Based on the instructions for use, it is possible to detect the peeled coating phenomenon: "[inspection of the endoscope] 3. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.